Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the device and the lens were returned inside a sealed non manufacturer's pouch. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is retracted to mid-nozzle. The lens was adhered anterior surface up to the exterior of the device. Blood and solution are observed on the lens. A small chunk of the optic edge is broken. The missing lens material from this damaged area was not returned. The optic is split/cracked (possibly cut) from the edge through the optic center. The device tip has light stress lines. The tip edges are smooth and undamaged. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause cannot be determined. It cannot be confirmed if the reported complaint of ¿torn capsule¿ is related to the iol. The optic was torn/cut typical in appearance to an insertion and removal. A portion of optic edge was broken. It is unknown if the optic edge was broken during the removal. Light stress was observed to the tip. The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the capsule bag tore. The iol was removed during the initial procedure. Additional information was provided that an anterior vitrectomy was performed. The iol was exchanged for a different model during the initial procedure. In the surgeon's opinion, it is unknown what caused or contributed to the event. The patient is doing fine at this time. The patient's issues have resolved.